Event description:
Healthcare professional reported implant rupture with effusion of silicone, capsular contracture - baker grade IV, pain and hardness. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Cont. E.1: tel : (B)(6). Fax : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.